Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome blade was not running properly, and jumping on the skin. Add'l clinical f/u with the hosp on (B)(6) 2011 indicated that the device was replaced immediately upon first skip with no harm to pt, no add'l graft tissue harvested, no delay, and the procedure was completed successfully.